Manufacturer narrative:
It was reported that during implantation, the cone protector fractured. The broken pieces could not be picked up completely from the patient body. A fractured cone protector was returned. A piece (max 2 x 3 x 1 mm) of it was not returned. A review of the production documentation for this product did not detect any deviation from the standard manufacturing processes. The cone protection is made of methylpentene copolymer tpx rt 18. This material is deemed suitable for use in contact with food according to directive 2002/72/ec. It complies with the food contact materials regulation (ec) no 1935/2004. It meets the requirements for medical packaging according to en iso 11607-1 and corresponds to the biocompatibility requirements according iso 10993 und astm f 2475-05 as well as to the gmp-guidelines as far as relevant. The manufacturing takes place under controlled conditions according to the clean room class 8 iso 14644 and conform to the requirements of iso/en 9001 and iso 13485. The estimated volume of the implanted part is relatively small ~ 6 mm3. Furthermore a 15-months study of the pmp extracts in rats did not observed any clinical signs or gross pathology (indirect food additives and polymers: migration and toxicology by victor o. Sheftel, crc press, 2000). However as the material is meant to be used as a packaging material, smith&nephew does not have data on the effect of a long term implantation of this material. The root cause for the fracture of the part remains unknown. No similar complaints have been reported for the sl-plus products. No further actions have been initiated. Smith&nephew will monitor this device for similar issues. If additional information becomes available this investigation will be reopened.

Event description:
It was reported that during "implantaion", the plastic cap which is put on the stem neck was broken in vivo. The broken pieces could not be picked up completely from the patient body.